Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer received a low reading ~ 70 mg/dl on the adc device compared to a reading of ~ 400 mg/dl respectively obtained on competitor brand meter. The results, when plotted on a parkes error grid, fall into the d zone, showing the differences in values to be clinically significant. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The length of wear was unknown. As a result, the customer experienced symptoms described as dizziness, nausea, and felt faint. The customer self-treated by consuming water and administering insulin through their pump and manual injection of novolog insulin (dose unspecified). The customer self-administered a urine test kit that showed elevated ketone levels and subsequently had contact with a healthcare professional (hcp); however, no hcp treatment was reported. There was no report of death or permanent impairment associated with this event.